Event description:
(B)(4). I have experienced hair loss, vitamin d deficiency, eczema, no period, bloated stomach, weight gain, numbness in hands, memory fog/loss, elevated metals, potential hysterectomy.

Event description:
(B)(4). On (B)(6) 2015 I had a hysterectomy keeping ovaries. They found endometriosis, enlarged uterus, coil migration and emetriosis etc. 12 weeks post op, my belly has gone down, hair stopped falling out, metal taste gone, memory fog subsided, no headaches, small weight loss, rashes gone few issues remain.

Event description:
(B)(4). Hysterectomy scheduled for (B)(6) 2015 everything coming out! Headaches, auto-immune issue.